Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the ro marker in the proximal section of the balloon. The pinhole was also able to be viewed via microscope. Based on the available information, it is possible that factors encountered during the procedure, the interaction with scope, and/or the anatomy of the patient that could have caused the pinhole and for this reason did not hold the pressure during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of three maxforce biliary dilation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three maxforce biliary dilation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was leaking and a hole was detected. The same issue occurred with the second and third maxforce biliary dilation balloon. The procedure was completed with another maxforce biliary dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.